Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient on (B)(6) 2015 and it was reported that patient's symptoms were "pain a 10" and weakness. She could "feel the hardware in body". The patient had to wait for an okay from the insurance company; the physician had sent a request letter to the insurance company. Per the patient, the issue was not resolved. She had to wait 2 months for the insurance company to do something; the insurance company was letting the pump run dry.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11023r15, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 it was reported that the patient had been trying to get her pump filled for one month. The pump was dry now. The pump alarmed on (B)(6) 2015. The pump was not filled because she was dropped from her insurance. The patient now had different insurance, but did not have an hcp (healthcare provider). The patient was looking for a new hcp. The patient symptoms associate with the event, the actions/interventions taken and the outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.